Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Patient reported they had the ins repositioned probably a year and half ago because the ins was side ways and they had a difficulty with connection and recharging the ins and since the ins was repositioned they are able to charge the ins better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.